Event description:
It was reported that during use, the product could not be zeroed. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: two used samples outside their original package were received for evaluation and decontaminated. Electrical testing performed. One (1) of the two (2) returned samples was found rejected during electrical test. Vacuum testing performed. The two (2) returned samples were found rejected during testing. Air leak testing performed. One (1) of the two (2) returned samples was found rejected during testing. The returned sample that failed vacuum and air test was submerged into a container with water and air was applied to the device to identify the source of the leakage. The device leaked from subassy a950-02 as bubbles were observed to be formed through this component. Electrical board visual inspection performed. It was observed that electrical board of one (1) of the two (2) returned samples exhibited corrosion condition. Additionally, returned sample that exhibited corrosion condition on the electrical board pn: p1393-05 was further investigated, and it was observed that it easily detached from the housing pn: 300-488. This condition was caused to the adhesive to be incorrectly cured during the manufacturing process. Awareness for failure ¿it could not be zeroed¿ given to personnel who perform the assembly process of code mx9505t. The device history record of reported lot 4355755 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. DHR of lots 4350514, 4350516 and 4356538 used subassy a950-02, which is related to condition reported was reviewed. As part of the process product is inspected 100% electrically. Results of these lots were reviewed and were found within specifications. Complaint is confirmed for the failure mode ¿it could not be zeroed¿ through the device analysis executed on the returned sample it was observed that one device failed vacuum, air leak and electrical tests. CAPA-0008364 was initiated on 02/nov/23, to investigate root cause of electrical and leak issues on transtar assembly a950-02. Involved lots from pn: a950-02 were manufactured before CAPA initiation